Manufacturer narrative:
The investigation for the renal failure has been completed. Pump was not returned for investigation. Data logs were returned and no abnormalities were observed. The pump was explanted several weeks before the renal failure was reported. Without pump back the complaint cannot be further investigated. Therefore, the root cause of the renal failure issue was not determined since product was not returned. Added h6 impact code 4641.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding, the complainant had placed an impella 5.5 pump to support a 50-year-old male patient admitted in covid+ and with cardiogenic shock (cgs) and cardiomyopathy. The impella 5.5 pump was placed while team awaited planned lvad placement. After 7 days the pump was explanted and hm3 was placed. In (B)(6) 2024, the patient experienced renal failure with "possible" relationship to the impella. The patient was started on continuous renal replacement therapy (crrt).